Event description:
It was reported to philips that the battery pca had bent pins. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty battery pca. The fse replaced the battery pca. The device passed all performance assurance tests and was placed back into use with the customer.